Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the device had a bent front panel. The problem reported by the customer, a missing connection fitting, was unable to be replicated or confirmed. The root cause of the reported issue therefore was able to be found due to the issue not being verified through inspection. Repairs were nonetheless preformed though to fix the bent front panel and recalibrate the device. A device history record (DHR) review was conducted and it was determined that a DHR was not relevant due to the age of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that there was a missing connection fitting on the device. No patient injury was reported.